Event description:
The user reported the venous probe broke and a "color chip failure" error message was observed. No other details regarding the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.